Event description:
It was reported that the insulin pump experienced a beep anomaly. The caller stated that the insulin pump alarmed sporadically. The caller stated that the insulin pump had not been used for any temporary basals, bolus wizard, or any kind of reminders leading up to the anomaly. The caller stated that the insulin pump had been in vibrate mode before and exhibited the same behavior. The insulin pump passed the self test. The caller did not know the blood glucose reading. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.